Event description:
Event description guidant received information that this implantable lead displayed high thresholds. A procedure was performed to implant a new lead, however the anatomical characteristics of the patient prevented this. The chronic lead was successfully repositioned, and the threshold mesurement returned to normal.